Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 126 ohms. The impedance increased from 94 ohms to 126 ohms and decreased to 100 ohms. Technical services (ts) reviewed the data and stated that the pacing impedance was within the range, however the r-waves showed increase and decrease at the same time. Ts recommended to reset alert with prm interrogation. This rv lead remains in service. No adverse patient effects were reported.